Event description:
Device history record was reviewed and nothing linked to the reported event was observed. Several error 01 were found in the provided device log which confirms the event. The reported device was not sent to brézins but was investigated by local biomed engineer. Attempt was made to install an IV set. The ocs test is not compliant. It displays the message: error 01-0001. The issue was therefore re-produced. The pump was disassembled. One of the side hook housing was found to be broken. Then it was noticed that the pump block kit is damaged. The cpu board has been studied. Traces of damage were found. Upon external visual check there seemed to have no traces of accidental damage on the pump housing. However the provided investigation report was analysed by our investigator in brézins, and it has been confirmed that this kind of damage could not have been done during manufacturing but was most likely due to a vertical drop without external visible damage. From provided photos, impacts from pump block on cpu board were noticed just behind the block. Therefore the root cause of this issue is due to a drop of the device. This complaint is not valid. No action was initiated for this issue as per our local procedures.

Event description:
Error 01 (motor rotation).